Event description:
It was reported that during a biopsy procedure, the device doesn't prime correctly. There was no reported patient injury.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 04/2019. Device pending return.

Event description:
It was reported that during a biopsy procedure, the device doesn't prime correctly. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was returned for evaluation. The magnum driver was visually inspected upon receipt and was found to be in good condition. Also faded plastics identified during evaluation. The device was functionally tested and failed the tests as bent sequencer weldment assembly tab identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device doesn't prime correctly. The root cause for the reported device doesn't prime correctly was determined to be bent sequencer weldment assembly tab. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2019),